Event description:
It was reported that the patient experienced increased baseline spasticity following exposure to a security gate at the airport. The patient's device was checked 2 weeks prior to her vacation and everything was fine. The patient started having issues with the device while on vacation. The patient was redirected to her physician.

Manufacturer narrative:
Product ID 3777-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product typ: lead, product ID 3777-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product typ: lead, product ID 37752, lot#, serial# (B)(4), implanted, explanted, product typ: recharger, product ID 37743: lot#, serial# (B)(4), implanted, explanted, product typ: programmer, patient product ID 37092, lot# 271470001, serial#, implanted: 2011 (B)(6), explanted. Product typ: accessory. (B)(4).